Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1700186 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips open up in locked position and that one part at the end of the clip is missing. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned three units 544240 hemolok l clips 6/cart 84/box for investigation. All three returned samples were representative samples. The actual sample was not returned. The returned samples were visually examined with and without magnification. Visual examination of the returned cartridge revealed that they appear typical. No defects or anomalies were observed. The clip appliers were not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned samples. A lab inventory clip applier was used. For the first sample, three clips were tested. The clips were all able to properly load into the jaws of the applier. However, the clips were unable to close over true-max tubing. It appears that the pierced bosses were about to break off. For the second sample, two clips were tested. The first clip was able to properly load into the jaws of the applier and close. An attempt was made to apply the next clip to true-max tubing. Upon application of the clip to the tubing, the pierced bosses broke off of the clip. For the third sample, two clips were tested. Once again, the pierced bosses broke off upon application to the true-max tubing. R & d was consulted and it was confirmed that the bosses other remarks: broke due to a molding defect. Nc 70017065 has already been opened to further investigate this issue. Broke due to a molding defect. Nc 70017065 has already been opened to further investigate this issue. Nonconformance has been previously opened to further investigate the root cause of the pierced bosses breaking. The reported complaint of "clips missing lock mechanism" was confirmed based upon the sample received. Three representative samples were returned. The actual sample was not returned. Upon functional inspection, none of the clips were able to close on true-max tubing. The pierced bosses on some of the clips broke when applying the clips onto the true-max tubing. This was confirmed to be caused by a molding defect. The clips are purchased from a supplier. Therefore, the root cause of this complaint is supplier related. Nonconformance has been previously opened to further investigate the broken boss issue.

Event description:
It was reported that the clips open up in locked position and that one part at the end of the clip is missing. There was no patient injury.